Event description:
It was determined that during a transurethral microwave treatment, a leak in the catheter location balloon occurred. It was reported that after treatment, water could not be extracted from the location balloon and the catheter could not initially be removed from the patient. The balloon inflation port was subsequently cut from the device in an effort to drain the water from the balloon. However, no water was observed coming out of the tubing. The physician stated that the patient had a urethral stricture and was able to remove the catheter. Upon removal of the catheter, it was noted that the location balloon was deflated. The location balloon was tested in accordance with approved protocol before being inserted into the patient; no issues were detected during testing. No patient injuries or complications were reported.

Manufacturer narrative:
The catheter was returned for analysis. Upon visual inspection, it was noted that the location balloon port had been cut from the device. An alternate luer was attached to the device and the balloon was inflated with 10cc's of water. Water was observed leaking from a pinhole in the location balloon. The device history record for this serial number, (B)(4), shows that the product met its specifications at the time of release. The leak was confirmed, however, the root cause of the event is likely attributed to the urethral stricture.